Event description:
The rptr stated that she had gotten the er1 message seveal times as a new surestep meter user. She was putting blood on the wrong side of the strip and inserting the strip into the meter upside down. The lifescan rep reviewed testing procedures with her. The rptr stated that she has difficulty in getting enough blood, and that it is also difficult for her to see the pink side because of her eyesight, but stated that she now understands the proper technique.